Event description:
It was reported that 2 bd luer-lok¿ tip syringes had a -2% offset in their volumetric accuracy during use with the agilia sp pumps. The following information was provided by the initial reporter: "flow rate accuracy with agilia sp pumps is different between the two syringes below (~2% offset)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device expiration date: 31-mar-2019. Device manufacture date: 02-apr-2014. Medical device expiration date: 31-mar-2026. Device manufacture date: 01-apr-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.